Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer reporting a low o2 supply pressure alarm occurred on the v60 ventilator. The device was in clinical use. The unit kept operating when the alarm occurred and was exchanged for an alternative v60 to continue treatment. There was no harm. A manufacturer's product support engineer (pse) reported the reported issue could not be duplicated in testing. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.